Manufacturer narrative:
MFR name, city & state, concomitant medical products, date received by MFR, follow up type, device evaluated by MFR and evaluation codes. The device used in treatment has been returned and evaluated. A visual inspection found no defect, the functional evaluation established a relationship between the reported failure and the device, which could not charge or operate on battery power. The root cause of this failure has been established as a faulty battery. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded in the previous five years, failures reported are under constant review to monitor for adverse trends. However, it is deemed that no further action is necessary in relation to this complaint, which has now been closed and recorded as battery failure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient had a vac applied in ot today however when she returned to the ward the vac wouldn't work without being plugged in to socket. The device was showing 2/3 charge however when plugged in failed to display the charging symbol and would not charge the device. The device would run when plugged in but without power connected to mains the device switched off and could not be restarted. Device to be returned for investigation.